Event description:
It was reported that the communicator had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode. Additional information received indicates that while the device was attempted to be interrogated with a wand, the patient was unable to communicate during that time after the wand was placed over the device and the quickstart button was pressed. The wand was removed prior to the programmer connected to the device as a result. The patient became responsive after the wand was removed. The device was eventually successfully interrogated. It was stated that the device was functioning as expected. The device remains in use, however, there are plans to replace the device due to normal battery depletion. No additional adverse patient effects were reported. Additional information was received indicating that the device exhibited pacing inhibition, as well. Ts discussed multiple possible resolutions. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode. Additional information received indicates that while the device was attempted to be interrogated with a wand, the patient was unable to communicate during that time after the wand was placed over the device and the quickstart button was pressed. The wand was removed prior to the programmer connected to the device as a result. The patient became responsive after the wand was removed. The device was eventually successfully interrogated. It was stated that the device was functioning as expected. The device remains in use, however, there are plans to replace the device due to normal battery depletion. No additional adverse patient effects were reported. Additional information was received indicating that the device exhibited pacing inhibition, as well. Ts discussed multiple possible resolutions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode. Additional information received indicates that while the device was attempted to be interrogated with a wand, the patient was unable to communicate during that time after the wand was placed over the device and the quickstart button was pressed. The wand was removed prior to the programmer connected to the device as a result. The patient became responsive after the wand was removed. The device was eventually successfully interrogated. It was stated that the device was functioning as expected. The device remains in use, however, there are plans to replace the device due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The system resets while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the programmer had trouble interrogating this pacemaker. It was noted that the patient had a near syncopal episode upon the initial attempt to interrogate the device. The patient is currently connected to surface. Technical services (ts) recommended resolution options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was able to be interrogated when a different international key was used from the initial international key that was used. It was noted that the near syncopal episode was not able to be recreated and there was nothing in the episodes that indicated the pacemaker caused a presyncope episode. Additional information received indicates that while the device was attempted to be interrogated with a wand, the patient was unable to communicate during that time after the wand was placed over the device and the quickstart button was pressed. The wand was removed prior to the programmer connected to the device as a result. The patient became responsive after the wand was removed. The device was eventually successfully interrogated. It was stated that the device was functioning as expected. The device remains in use, however, there are plans to replace the device due to normal battery depletion. No additional adverse patient effects were reported. Additional information was received indicating that the device exhibited pacing inhibition, as well. Ts discussed multiple possible resolutions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.